Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a shocking sensation throughout their whole body when they placed the ins recharger antenna disc over the implant site to start a charging session. After about 10 min or so the patient was able to turn stimulation off and the shocking stopped. Follow-up was conducted. No further complications were reported.